Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right ventricular (rv) lead low out of range shock impedance measurements. Technical services (ts) was consulted and noted possible reasons for the exhibited behavior considering that the patient had been admitted in the hospital due to sepsis at the time. Electromagnetic interference (emi) is suspected. The patient will continue to be monitored. No adverse patient effects were reported.